Event description:
The system responded with error 5 during the case. The customer tried re-torquing and eventually replaced the instrument. The error still occurred so the customer tested the device with a test tip and rec'd error 3. The handpiece was replaced and the case completed with no pt consequence.